Event description:
Device malfunction: device #2, cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right and left common femoral artery after an interventional procedure. Reportedly, a cuff miss was experienced and the device was successfully removed from the pt anatomy. A second device was used with the same results. Hemostasis was achieved using a third proglide device. A arteriotomy closure procedure was attempted in the left common femoral artery using a proglide device. Reportedly, a cuff miss was experienced and the device was successfully removed from the pt anatomy. A second proglide device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Device #1: proglide, 12673-03, lot#: 73024-6h is being filed under medwatch MFR#: 2953144-2009-00417. Device #3: proglide, lot#: 74074-6h is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.